Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: translated by google translator: power supply defective, did not accept power via the cable, battery died and alarmed the safety mode. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the logfiles show that on (B)(6) 2024 the device first alarmed with "loss of external power". On (B)(6) 2024 the same alarm occurred again. Therefore, the root cause of the issue occurred already on the dates mentioned above and not on the event date described by the user (18.06.2024). The investigation has shown that the root cause of the malfunction described by the customer was a defective power supply (part n° mps 39623). The defective power supply was replaced and all test were run successfully. The device runs as intended again. The incident remains reportable as the issue with a power supply defective component might lead to a deterioration in state of patient's state of health if it were to occur during ventilation.

Event description:
The following was reported to hamiton medical ag: translated by google translator: power supply defective, did not accept power via the cable, battery died and alarmed the safety mode. No patient involvement.

Event description:
The following was reported to hamilton medical ag: translated by google translator: power supply defective, did not accept power via the cable, battery died and alarmed the safety mode. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: the logfiles show that on (B)(6) 2024 the device first alarmed with "loss of external power". On (B)(6) 2024 the same alarm occurred again. Therefore the root cause of the issue occurred already on the dates mentioned above and not on the event date described by the user (18.06.2024). The investigation has shown that the root cause of the malfunction described by the customer was a defective power supply (part n° mps 39623). The defective power supply was replaced and all test were run successfully. The device runs as intended again. The incident remains reportable as the issue with a power supply defective component might lead to a deterioration in state of patient's state of health if it were to occur during ventilation. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information.